Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evalution: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was lifting and the printer wire assembly had mold inside of it. The dso seal and printer wire assemble was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit won't start with a red screen and code 45169-0004, which typically indicates a problem with the reservoir volume or its detection. The event occurred during testing. There was no patient involvement.